Event description:
Boston scientific received information that shortly after implant, high thresholds were noted with this right ventricular (rv) lead. An x-ray was taken and no issues were observed but the physician believed the rv lead dislodged. A revision procedure was performed and the rv lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.